Manufacturer narrative:
.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient reported swelling on the right thigh at which point the patient had received 10 step/stand training session. An x-ray revealed a fracture of the femoral head and the patient was referred to an orthopedic surgeon for appropriate medical treatment. The patient had a total hip replacement on (B)(6) 2015 and was cleared by the orthopedic surgeon to stand on (B)(6) 2015 and to perform voluntary movement with stimulation. On (B)(6) 2015 the patient visited the ER because of significant bleeding around the incision. The patient was admitted for observation and labs and ultrasound determined an infected hematoma. The patient underwent a washout of the incision on (B)(6) 2015. Following the procedure the patient was put on twice daily IV antibiotics and remained cleared to stimulate for voluntary activity and stand with stimulation. Since the IV antibiotics didn't clear up the infection, his hip was replaced with a cement pad that contained antibiotics on (B)(6) 2015. The patient remained cleared to stimulate for voluntary activity and stand with stimulation. The patient had 2 additional surgeries to replace spacer hip replacement given subsequent infections. The patient had not been using the stimulator and remained on medical hold until the orthopedic surgeon cleared him for full participant and training. The risk of fracture was an anticipated risk listed in the consent.